Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: post-op, and pre revision x-rays show large segment thoracolumbar fusion with hook and pedicle screw construct. CT images demonstrate fusion across the lumbar facets with a rod fracture at l1 at the thoracolumbar transition zone. There is no instrumentation at this level. The overall degree of deformity correction appears adequate. Suspect construct failure as a result of excessive motion at unfused transitional segment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:revision after hyperkyphosis level:l1 procedure:implanting screws and rods it was reported on an unknown date rod broke post-operatively. The patient heard a pop sound while bending. Patient underwent a revision surgery for removal.